Manufacturer narrative:
Diagnostics determined it was determined that the loaner device would require return for repair and it was returned to a philips loaner pool. The reported complaint was confirmed as the display port was physically damaged. A replacement device was installed resolving the customer complaint. Device passed all the pa testing and the device was returned to philips loaner pool. Based on the information available and testing conducted, the cause of the reported problem was unknown. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Updated conclusion grid and investigation summary below: during further investigation by the bench technician, it was observed that the display was physically damaged. The display assembly was replaced to address the issue and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was the physically damaged display. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips the device has a bad display.